Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 02/09/2016. (B)(4). It was reported that a male patient underwent an ablation procedure for atrial fibrillation with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis and surgical intervention. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model# m-4800-01 serial# (B)(4)). Smartablate generator (model# m-4900-07 serial# (B)(4)). Smartablate pump (model# m-4900-08 serial# (B)(4)). Pentaray nav catheter (model# d-1282-11-s lot# 17373261l). (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for atrial fibrillation with a thermocool&#59411;smarttouch&#59394;bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis and surgical intervention. During the transseptal phase, a cardiac tamponade was diagnosed. A pericardiocentesis was performed and yielded 800cc of fluid. The patient stabilized and was transferred to the operating room for surgical intervention. The patient was stable at the time the complaint was reported. The generator was set on power control mode with a temperature cut-off at 45 degree c. Irrigated catheter was set at 30 ml/min. A transseptal puncture was performed with a st. Jude medical brk1 needle. Sheath used was a st. Jude medical agilis medium curve 8.5 french. The patient received anticoagulation during the procedure which was maintained at 300-350 seconds. There were no complaints of product malfunction of any biosense webster products. There were no error messages observed on any biosense webster equipment during the procedure. Physician's opinion regarding the cause of this adverse event is that it was related to transseptal puncture, therefore, procedure-related.